Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to experiencing diabetic ketoacidosis (dka) and a blood glucose (bg) level of 590 mg/dl. Cause of bg and dka was not known; however, no issues were observed with the cartridge, infusion tubing or cannula. A correction bolus was delivered to address bg prior to the hospitalization. Customer received intravenously delivered fluids as treatment in the hospital. Customer was released from the hospital one day later.